Manufacturer narrative:
Device passed the displacement test and self test. No audio anomalies or pump error 63 alarms noted during testing. Audio levels changed when adjusted. No pump error 63 alarms found in device history file. Audio/vibrate anomaly/absence of alarm not confirmed. Pump error 63 not confirmed. Device was connected to a test transmitter/sensor and monitored without any connection interruptions. The test transmitter/sensor calibrated successfully. Device was connected to a test meter, contour next link, and was able to connect. A controlled glucose test solution was tested using the meter and sent to the device without any issues. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. The customer's blood glucose e level was 232 mg/dl. The customer reported that the insulin pump kept ringing bells. They reported that it rang so much that they could hardly hear it when it rang. The insulin pump will be returned for analysis.